Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a clutch plunger error during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a broken screw mount, a cracked right plunger case, and top case damage. Upon review of the event history log, evidence of a check clutch plunger lever error was noted. Device underwent multiple flow and occlusion tests; unable to verify the reported customer complaint during testing. The position pot was over 15 years old and was noted to be a possible problem source. Parts of the drive train were replaced and device passed all functional and delivery testing.